Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the audio issue was confirmed. Customer¿s blood glucose level was 155 mg/dl. Customer also reported that insulin pump had received hardware low level failures. Insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.